Event description:
The customer reported the female luer cracked and leaked. The event occurred in the pediatric cardiothoracic unit. The patient was receiving a scheduled dose of i.v. Chlorothiazide at 1200. At the end of the infusion, the rn was switching out the medication syringe for a flush syringe and discovered that the tubing was wet. It was cleaned with alcohol per protocol and flushed at which time the nurse noted a crack from which the flush leaked. The line was discarded and the infusion was changed to a smith's medical tubing. The next medication, furosemide, was administered with no further leaking. The patient was monitored because of concern about decreased urine output due to inadequate delivery of the medication to the patient (it is not known what percentage of the dose was delivered and what leaked out). The patient safety report lists the final outcome to the patient as "no harm". There was no patient harm or medical intervention. No further patient/ event information is available.

Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The customer complaint of cracked female luer could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.